Manufacturer narrative:
Discarded at hospital.

Event description:
Mobi-c p&f us : disassembly. The doctor put implant on inserter, upon insertion to patient. The implant disassembled (fell apart).

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Severals attempts were made to collect information on this event . No supplemental information provided the cause for the device disassembly remain undetermined because of the lack of information received from the reporter. The investigation found no evidence to indicate a device issue. If additional information was received that allow to draw a conclusion for this event , another report will be sent.

Event description:
Mobi-c p&f us : disassembly the doctor put implant on inserter, upon insertion to patient. The implant disassembled (fell apart). Severals attempts were made to collect additional informations on the surgical steps , no supplemental information received no patient impact or surgery delay more then 30 min surgery was completed with another device without any further issue.